Event description:
It was reported that during set up, the device smoked when powered on. Incident occurred before the procedure; therefore, there was no patient involvement.

Manufacturer narrative:
The subject controller was intended for treatment and returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection found no damages or manufacturing abnormalities on the controller. Functional evaluation revealed that the controller functioned as intended according to the reported event. All ablation and coagulation output voltages fell within specified ranges. No burnt odor was detected during functional testing. The complaint could not be verified and a root cause could not be determined since the returned controller functioned as intended. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: a power surge to the subject controller. Using an improper power cord or improper extension cord, or a loose power connection. An issue with one of the concomitant devices in use at the time of this complaint event. The "smoke" could have possibly been steam emitted from the tip of the activated concomitant wand. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.